Event description:
A malfunction was reported by the caller regarding the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.